Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported by the customer that the device failed co2 sensor accy test. There was no additional information provided and no patient involvement.

Event description:
It was reported by the customer that the device failed co2 sensor accy test. There was no additional information provided and no patient involvement.

Manufacturer narrative:
The reported issue was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that failed co2 sensor accy test was confirmed. From zsm0054 had not shown r114 recall affected for the etco2 module, the oridion board had s/n (B)(6), p/n (B)(4), r114 affected; therefore there will be no charge to apply at this service. Replaced it a new oridion board. The etco2 ecom errors recall completed. Based on the findings, service determined that the probable root cause of the reported issue was due to manufacturing issue of the oridion board assembly. A review of the device history record showed the device had a manufacture date of 23sep2008. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer.